Manufacturer narrative:
The service evaluation confirmed the customer¿s reported issue as the label of the video connector is peeled off. Also, it was identified that the adhesive at the distal objective lens is found peeled off. Additionally, there are scratches on the bending section cover, control body and grip, the up/down and right/left plate, switch (1), video connector and video connector casing, the light guide (lg) connector, the surface of the lg connector cover glass and the video connector case is cracked. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus (omsc) was informed that the customer endoeye flex deflectable videoscope was returned to service/repair for a reported ¿label peeling¿, found during an unspecified event. However, upon service inspection and testing, the adhesive at the distal objective lens was found peeled off. This report is being submitted to capture the adhesive malfunction/peeling at the distal end. No death, injury or harm was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the device was manufactured. Based on the results of the investigation, it is likely that the reported phenomenon occurred due to stress of repeated use, external factors, or handling. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device. Correction to the initial medwatch. The aware date should be 13-apr-2022.